Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 450 mg/dl. The customer's other blood glucose level was 210 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer was treated with the manual injection. The customer also reported that the insulin pump alarmed compromised force sensor system. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.